Event description:
It was reported that during an unknown procedure, the device did not fire staples correctly, did not fire in a straight line. Unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab. Batch # l54y02. The following information was requested, but unavailable: were the staples malformed? Was the staple line incomplete? How was the procedure completed? What was the surgeons name? The analysis showed that the atb35 device was received in good visual condition and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.